Event description:
The paper will not peel off the tegaderm dressing and the dressing peels up from the patient's skin, leading to a IV open to air creating an infection control concern.

Manufacturer narrative:
It was reported that the paper will not peel off the tegaderm dressing and the dressing peels up from the patient's skin, leading to a IV open to air creating an infection control concern. Did not work as intended, reported malfunction in mw. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.